Event description:
On or about (B)(6) 2005, a sparc was implanted in the plaintiff to treat her stress urinary incontinence. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "suffered serious bodily injuries, including, but not limited to, chronic pain, erosion of her internal bodily tissue, dyspareunia, nerve damage, recurrent incontinence, multiple additional surgeries, and other injuries." It was also alleged that the plaintiff experienced significant mental and physical pain and suffering, required additional surgery and medical treatment and she has sustained permanent injury. It was also alleged that the plaintiff's "injuries will result in some permanent disability."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.